Manufacturer narrative:
A review of the device history records was performed for the subject device. The review revealed there were no issues during the manufacture of the lot of the subject device that would contribute to this complaint condition. The lot of the subject device conformed and passed the inspection record. The subject device was evaluated and confirmed the distal tip of the threaded holder had sheared off. Wear due to fatigue caused by the age of the instrument is the likely cause of the threaded tip shearing off the instrument during use. Attempts have been made to have the surgeon provide a statement that the tip of the threaded holder remaining implanted will not have an adverse effect on the patient. If surgeon provides a statement, a follow up report will be submitted.

Event description:
During a tlif t5 spinal fusion case, the surgeon had the tip of a tt implant holder shear off while attempting to place the implant. The tip of the threaded holder remained attached to the implant. The surgeon determined the implant was in the proper positon within the disk space. The surgeon finished the procedure with no further issues. Follow up x-rays confirmed the placement of the implant within the disk space. There were no adverse effects or injury to the patient as a result of the tt implant holder failure.

Manufacturer narrative:
A review of the device history records was performed for the subject device. The review revealed there were no issues during the manufacture of the lot of the subject device that would contribute to this complaint condition. The lot of the subject device conformed and passed the inspection record. The subject device was evaluated and confirmed the distal tip of the threaded holder had sheared off. Attempts have been made to have the surgeon provide a statement that the tip of the threaded holder remaining implanted will not have an adverse effect on the patient. If surgeon provides a statement, a follow up report will be submitted.

Event description:
During a tlif t5 spinal fusion case, the surgeon had the tip of a tt implant holder shear off while attempting to place the implant. The tip of the threaded holder remained attached to the implant. The surgeon determined the implant was in the proper positon within the disk space. The surgeon finished the procedure with no further issues. Follow up x-rays confirmed the placement of the implant within the disk space. There were no adverse effects or injury to the patient as a result of the tt implant holder failure.